Event description:
It was reported to baxter (B)(4) that a reconstitution device was leaking. This product was being used to mix angiomac with 50 ml of saline. The reported condition occurred during reconstitution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.